Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and likely due to the printed circuit board was defective. Based on the results of the investigation, fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused an abnormality of electronic component; as a result, the suggested event occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: additional findings were as follows: the distal end adhesive was lifting, the scope connector had excessive fluid ingress, the down angle did not meet specification, and the electrical safety test was not to specification. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that at initial inspection of the device, error code e315 (unsupported scope) was displayed on the evis lucera elite colonovideoscope during maintenance. There was no patient involvement or impact associated with the reported event.